Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress issue was confirmed with the returned system controller (serial # (B)(6) visual inspection revealed dried substance of what appears to have been blood within the backup battery compartment. In its liquid state, the substance ingress through the backup battery cable opening into the housing. Similar dried substance was found on the internal subassembly covering the white power cable connector, which includes the communication wires to the external peripheral. A potential shorted condition could have occurred that would have resulted in the reported communication issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Under section 8, equipment storage and care, general cleaning guidelines for all equipment use a damp cloth to clean exterior surfaces of the system components, as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Warning do not allow water to penetrate into the interior of the equipment. Do not immerse equipment in water or liquid. Immersion in water or liquid may cause the pump to stop. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the primary system controller became contaminated with blood during the implant procedure and moved to be cleaned. When the system controller was moved, the heartmate touch app lost connection and was unable to be reconnected. The app was restarted, the ipad was restarted, and the controller leads were disconnected and reconnected with no success. The heartmate touch remained connected to monitor so it was thought that the blood damaged the system controller. The controller was safely replaced with the backup controller. There were no further issues and there was no impact to patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.